Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a certas valve (ID 828811pl) was placed on (B)(6), 2023 via ventriculoperitoneal (vp) shunt. On (B)(6) 2023, the patient presented with shunt malfunction symptoms and catheter fracture was discovered on shunt series. Revision surgery was performed to retrieve the catheter. The patient was admitted on (B)(6) 2023 and was discharged on (B)(6) 2023.

Manufacturer narrative:
The certas valve (ID 828811pl) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a possible root cause for the issue reported by the customer could not be clearly determined but this complaint is in connection with mfg report number 3013886523-2023-00455 (catheter broken) and it could give the impression that there is a malfunction with the valve. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a